Event description:
A customer reported damage to the pump housing around the usb port, which affected the watertight integrity of the device, but they were unsure if it impacted charging capability as they had not tested it. There was no adverse impact to the customer¿s blood glucose level reported. To address the issue, a replacement pump with updated software was arranged for the customer by technical support, who also provided instructions on storage mode and the process for returning the faulty pump. The customer was informed and acknowledged the necessary steps and backup therapy of using mdi to ensure insulin delivery was not interrupted during this process.